Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and normal output. Device image and session record analysis showed a drop in voltage and elevated current. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the field action for assurity, endurity inhomogeneous epoxy mixing issued by abbott on 18 feb 2025 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry and normal output. Device image and session record analysis showed a drop in voltage and elevated current. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.